Manufacturer narrative:
The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The delivery system was returned for evaluation and the covered stent was partially deployed. The deployment mechanism was found fully functioning and the remaining undeployed covered stent could be deployed during testing at very low deployment force which leads to inconclusive evaluation result for partial deployment. The remaining stent was deployed at low deployment forces, contrary to the report that the wheel spun without the remaining stent being deployed. Based on evaluation of the sample, the investigation is closed with inconclusive results for partial deployment. A definitive root cause could not be determined based upon the available information. In reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instruction for use states: "maintain a stationary hold on the white stability sheath during covered stent deployment hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension." Regarding preparation the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." Size of guidewire and introducer to be used are mentioned in the instruction for use and pictograms. (Expiry date: 04/2024).

Event description:
It was reported that during a stent graft placement procedure, the stent allegedly had partial deployment. There was no reported patient injury.